Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer's caregiver also reported receiving a no delivery alarm during a bolus delivery. It was also found the customer was hospitalized for an unrelated issue. It was also found the customer was on dialysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.